Event description:
This info was reported as a customer complaint. Product was used on the rcfa following a diagnostic catheterization procedure without complication. Five days post-procedure, the pt presented with an infection which required an I&d and antibiotic treatment. Code 86: eval is based on a review of the mfg and qc records and the historical use of the device related to this event. Code 100: a review of the mfg and qc records showed that the product involved in this event met all mfg specifications. Code 300: it was reported that several procedural sheath changes were done during the cardiac procedure. Code 68: the product is assumed to be sterile. Attribute infection to inadvertent contamination during or after the procedure.